Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the benadryl that was given to the patient. Since the customer suggested that this event might be associated with a citrate reaction due to the acda anticoagulant that was used during the treatment, this MDR will be against the instrument. A device service history review was performed. The instrument has been located at the customer's site since (B)(6) 2014. The customer has their own biomed who services this instrument. Trends were reviewed for complaint categories, nausea, swelling, malaise, dizziness, and face/neck flushing. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: nausea; swelling; malaise; dizziness; and other: face/neck flushing. (B)(4).

Event description:
The customer called to report that a patient developed peri-orbital swelling, nausea, face flushing, malaise and dizziness at approximately 373ml of whole blood processed during a double needle mode treatment. The customer stated that they stopped the procedure at the onset of the patient's symptoms, and allowed the symptoms to resolve on their own without any medical intervention. The customer reported that the symptoms took approximately 10 to 20 minutes to resolve. The customer stated that they then restarted the treatment, however the symptoms returned. The customer reported that they stopped the treatment again and the patient's symptoms resolved on their own. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient's vital signs were stable before, during, and after the onset of the symptoms. The customer stated that the treating physician had ordered oral benadryl for the patient's symptoms. The customer reported that the patient's symptoms were all resolved by the time the patient was discharged. The customer stated that acda was used as the anticoagulant for this treatment, with an anticoagulant ratio of 10:1. The customer reported that the patient's central venous access was "packed" with "high dose" heparin; and that the patient was pre-medicated with "tums". The customer stated that they thought the patient's symptoms were either caused by a citrate reaction due to the acda anticoagulant or an ethylene oxide reaction. Ethylene oxide is used to sterilize the kits. The customer reported that the patient had already successfully completed 49 treatments prior to this event, and they were not sure what may have caused the patient's symptoms. The customer stated that the patient was discharged home in stable condition and would return to the clinic the following day, (B)(6) 2017, for a re-attempt at the treatment. The customer reported that the treating physician ordered a pre-ionized calcium lab draw, and a continuous IV calcium replacement for the next treatment. The customer stated that on the following day the patient's pre-treatment ionized calcium lab value came back "normal," and that the patient's pre-treatment assessment was also "normal" with no left over symptoms from the day before. The customer reported that the treating physician based on the patient's calcium lab results then changed the IV calcium order to only initiate if the patient started to have symptoms during the procedure. The customer stated that the second treatment was completed without any issues, and that the patient tolerated the procedure well. The customer reported that no IV calcium was administered during this procedure. The customer stated that they were still unsure what caused the patient's symptoms during the previous treatment. The customer reported that they still thought that the symptoms were either due to a citrate reaction or an ethylene oxide reaction. The customer stated that the only difference between the two treatments was when the "tums" were administered to the patient. The customer stated that during the previous treatment, they administered the patient's "tums" a little later than they normal do." The customer stated that for the second treatment, they administered the patient's "tums" at their "normal pre-procedure time." The kit was not returned for investigation.